Event description:
It was reported in a scientific article that a patient experienced permanent neurological complication after vns implant. No further information was given. It is unknown what the surgeon meant by permanent neurological complication. Good faith attempts to obtain additional information has been unsuccessful. The cause of event is unknown at this time.

Manufacturer narrative:
Abstract reference: elliott, r; morsi, a; kalhorn, s, et al. "Vagus nerve stimulation for refractory epilepsy: single surgeon experience of over 700 consecutive operations."